Event description:
An ocd lab spec. Reported that a customer observed false positive troponin 1 results on a pt sample. The biased results were reported and questioned by the physician. Fasely elevated results may lead to inappropriate physician action. There was no rpeort of pt harm as the result of this event.